Event description:
I bought feminine liners from (B)(6) and its a generic brand (equate). What I've been noticing is a rash appearing on my bikini line. I'm allergic to latex and before purchasing this product, I had been using always liners and thought it could have been a reaction from their line. It was actually from my detergent. But for this equate product, after putting it on and having wearing it and frequent changes, the rashes are more frequent, as in all the time. During the day and even at bedtime, I have to scratch and it would hurt because I've scratched the layer of my skin. I haven't brought this up to my doctor yet but I would like to know firsthand if this product has any latex either on the top layer or for its adhesive in the back. This is something my doctor knows that I am allergic to latex. . I've given the box to my sister whom she has no side effects using them. If you need to know what product I am referring to, it is the equate everyday liners (long) 108 count compared to always. Barcode (B)(4). There's a number stamp underneath also (B)(4). Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: yes. Cheaper brand.